Event description:
Related manufacturer reference number: 2017865-2023-00347. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead and high pacing impedance on the atrial (ra). The physician elected to explant and replace both the rv and ra lead. The patient was in stable condition.